Manufacturer narrative:
Product complaint (B)(4). Updated sections on this med watch: b4, g3, g6, h2, h4, h6 and h11. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Difficulty in withdrawing the device through vessel requiring increased force could result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and/or the need for additional intervention. In this case, a hemorrhage was observed after ¿strong¿ force was applied to the devices. The severity of the event is unknown. There may have been clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. The treating physician did report he felt the thrombus was hard because it was difficult to guide the wire. Nevertheless, the correlating relationship between the event and the used embotrap iii device as a contributing factor cannot be ruled out. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an embotrap iii 5 mm x 37 mm (et309537/ lot # unknown) was used for a mechanical thrombectomy procedure to treat an occlusion at the m2 segment of the middle cerebral artery (mca) by combined technique, using the embotrap iii and a red62 intermediate catheter (penumbra). During the procedure, the user reported strong resistance was felt when withdrawing the embotrap iii and access catheter together. A hemorrhage was observed after ¿strong¿ force was applied to the devices. The patient¿s post-procedure status is unknown. The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery m2 by combined technique using the embotrap iii and red62. After microcatheter was inserted to cross the lesion, deployed the embotrap iii stent at distal to the thrombus embolized m2. Access catheter was advanced distally until syringe could not aspirate blood. Then attempted to pull the embotrap iii and access catheter together, and strong resistance was felt. When the catheters were pulled strongly, hemorrhage from the vessel occurred. The physician thought the thrombus was hard because it was difficult to guide the wire. Continuous flush was unknown. The lesion was unknown. Other concomitant devices were trak microcatheter (stryker), red62 intermediate catheter (penumbra).¿ no further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, d1, d4, g3, g6, h2 and h11. Section b5: additional information was received on 08-oct-2024. Summary: per the information provided, there were two passes made during the procedure. It was confirmed there was vessel trauma associated with the hemorrhagic event. Additionally, the lot number for the used embotrap iii 5 mm x 37 mm was provided: 24c138av. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.